Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The product support engineer (pse) confirmed the reported issue. The pse replaced the front bezel to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that they pressed a button and a comment on the display instantly disappeared. There was no patient involvement.